Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip and could not be validated. It is possible that bending forces caused the reported event. The pointer was repaired and put back into stryker stock.

Event description:
It was reported by the stryker sales representative that the tip of the large pointer was bent during sample inventory testing. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported by the stryker sales representative that the tip of the large pointer was bent during sample inventory testing. There was no patient involvement and no adverse consequences associated with the device.